Event description:
It was reported that the user experienced a low blood glucose following a high while using the ilet, with a maximum of 245 mg/dl and a subsequent low blood glucose of 53 mg/dl for approximately 90 minutes; the user did not announce a meal, and later treated the low with fast-acting carbohydrates and food, while the device did not alert and the high was addressed by the ilet corrective algorithm. Investigation included troubleshooting and education regarding treatment of hypoglycemia with up to 15 grams of fast-acting carbohydrates and retesting after 15 minutes, repeating as needed. Symptoms included shakiness and weakness during the event. Outcomes included self-management with oral carbohydrates without medical intervention. Investigation of this case revealed no device malfunction reported. It was concluded that the event was hypoglycemia with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.